Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had peritonitis, which manifested as fever, cloudy peritoneal effluent, and abdominal pain. On an unknown date, the patient had a breach in aseptic technique. A week after the onset of peritonitis, the patient was hospitalized for the event. The patient was treated with unspecified antibiotic medications for peritonitis. The outcome of the event was not reported. However, the hp was being retrained on the proper aseptic techniques. No additional information is available.